Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned. Therefore, a product analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that the electrodes did not work. Requests for additional information have been made with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.